Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. Device broke intra-operatively; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown procedure on (B)(6) 2018. During the procedure, a humerus nail broke and the surgeon had to change the plan and placed a plate instead of the humerus nail. The patient had no complications. There was no surgical delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history record (DHR) review: part: 462.726; lot: 5944010; manufacturing site: salzburg; release to warehouse date: 26.sep.2017. The device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 9024882 was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint summary: it was reported that the patient underwent an unknown procedure on (B)(6) 2018. During the procedure, a humerus nail broke and the surgeon had to change the plan and placed a plate instead of the humerus nail. The patient had no complications. There was no surgical delay reported. Flow: broken. Visual inspection: the humeral nail (part#: 462.726, lot#: 5944010, mfg 26-sep-2017) was received at us customer quality (cq) with the distal tip of the nail broken unevenly at the fracture site. The broken portion of the nail was not returned to us cq. This agrees with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the overall length of the humeral nail should measure 260 mm ± 2 per design drawing. The measured length of the nail is 217.25 mm (ca472) therefore approximately 43 mm of the nail was broken off. The outer diameter of the nail measured 7.41 mm (ca215p.) This is within specification of 7.35 mm to 7.55 mm per design drawing. Document/specification review: the 7.5 mm ti solid humeral nail design drawings were reviewed. The device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional, and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. Conclusion: the complaint condition is confirmed as the device (part#: 462.726, lot#: 5944010) was received with the distal tip of the humeral nail broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being struck off axis. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that fragments were generated when the device broke. The procedure as successfully completed with no additional medical intervention required.